Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with lumbar degenerative disc disease, lumbar spondylolisthesis, lumbar radiculopathy and underwent following procedures: bilateral posterior lumbar interbody fusion using cages with rh-bmp with pedicle fixation at l4-5. Bilateral laminal foraminotomies and discectomy, l5-s1. Cell saver. Neuro integrity monitoring including active emg to both lower extremities. Ssep of both upper extremities. As per op-notes, ¿a large bmp kit had been reconstituted. Prior to placement of any bmp, the wound was thoroughly and copiously irrigated at all levels including irrigating the disc spaces with bacitracin containing solution. The trial was placed under fluoroscopy showing a 10*22 trial cage. This 10*22 cage was then packed with an appropriate size sponge of bmp. A second 10*22 cage packed with bmp was then prepared. A third rolled sponge of bmp was then packed to the midline between the two cages and the second cage was placed on the left side at l4-5 without difficulty. ¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.